Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a potential electro-static discharge (esd) event. The recipient is presenting with discomfort. A review of the recipient¿s test data indicated impedance issues. CT scan confirmed device is correctly in place. Programming adjustments were made, however, the issues did not resolve. The recipient is an inconsistent user of the device. The recipient was advised to discontinue device use. Explant surgery will be scheduled.